Event description:
(B)(4). Event occurred in the united states. The patient reported an issue with the infusion set as his infusion set got disconnected from the quick release, after taking a shower. Further, when he was about to re-connect his infusion set tubing, the end was damaged and fell off. His blood glucose level was 334 mg/dl so he bloused with 13 units. It was stated that he weighed 286 lbs. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing- tubing connector. No further information available.